Manufacturer narrative:
The UDI number and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion. 2 of 5.

Event description:
Customer alleged that 3 safety knives were retracted exposing the blade. There was no patient or user injury reported. ( 2 of 5).